Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. No further information is expected. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that a patient experienced a posterior capsule rupture. The event reported was discovered in a study. No further information is available.